Manufacturer narrative:
Eval results: inherent risk of procedure (arterial trauma/dissection/perforation), caused by another device (introducer sheath); conclusion: another device caused failure (introducer sheath). Other, secondary intervention required.

Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that during the implant of the stent graft, there were 2 bare metal stents previously implanted in the common iliac and external iliac arteries. The physicians inserted a 14 dilator inside of the bare metal stents, and expanded the stents and vessel with another MFR's 10x4 angioplasty balloon. The physician proceeded with implanting the stent graft system through the introducer sheath one on the left one on the right. The surgeon closed the left groin without any issue, however, upon the removal of the introducer sheath on the right side, the pt's blood pressure dropped. The pt required CPR, given blood, used another MFR's covered stent to repair the external iliac artery, however, the artery still appeared to be dissected. The physician elected to implant an aneurx iliac limb and used covered stents all the way down to the indilago ligament. No add'l clinical sequelae were reported and the pt is alive.